Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: implantable pacing lead product ID 419478, implanted: (B)(6) 2010; implantable pacing lead; product ID 5076-52, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary # product ID# 693565. A proximal portion was received measuring 12 cm. Analysis was performed and no anomalies were found.

Event description:
It was reported that the patient had an 11 minute episode of ventricular fibrillation before the device delivered therapy. It was noted that the device shocked the patient out of the tachyarrhythmia; however, the patient died. It was also reported that there was a lean integrity alert triggered due to oversensing and non-sustained tachycardia immediately prior to the ventricular fibrillation. The coroner reported that the patient had multiple illnesses however the physician reported the death occurred due to the long duration of ventricular fibrillation.